Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent emergent endovascular treatment for an abdominal aortic aneurysm and a left common iliac artery aneurysm and was implanted with five gore® excluder® aaa endoprostheses featuring c3® delivery system devices. The patient tolerated the procedure. On (B)(6) 2015, the patient presented emergently to the hospital with a rupture of the aortic aneurysm and a type iii endoleak caused by device separation of the trunk ipsilateral leg component (B)(4) and the contralateral leg component (B)(4) used to treat the common iliac artery aneurysm on the ipsilateral side. Two additional gore® excluder® aaa endoprostheses were implanted to bridge the device separation. The patient tolerated the procedure but expired later this same day due to blood loss from the aneurysm rupture. The devices were not explanted and remain in the patient.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use states: adverse events that may occur and / or require intervention include, but are not limited to: endoleak, aneurysm rupture and death. UDI: (B)(4).

Event description:
The cause of death was reported to be blood loss due to the pre-existing rupture.